Event description:
Unintentional retained guidewire. Triple lumen line placed via single stick into right femoral vein with out complication. Post procedure chest-ray done but retained guide wire not identified. Fluid and medication administration via central line. Guidewire not identified despite serial chest x-rays, although visible upon retrospective review on most films. Percutaneous removal by interventional radiologist required as j-tipped introducer guidewire was found lodged in the pt's venous system, spanning the entire length of the central venous system. The j-tip was lodged in the lower aspect of the right internal jugular vein and the straight tip located below the right inguinal ligament. Patient subsequently expired from underlying illness.